Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the hook is broken at the distal end of the drive wire. The clip and broken portion of the hook were not returned with the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (I. E., difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. A clip was attached to the tissue site and would not deploy (release from the clip deployment device). The physician spent approx 3 to 4 minutes trying to deploy (release) the clip. Eventually, the decision was made to just pull the closed clip off the tissue. Another clip was used in its place to finish the originally planned procedure. The procedure was completed successfully. No section of the device remained inside the pt's body. Our lab eval of the returned device confirmed the hook at the distal end of the drive wire is broken. The broken section of the hook was not located with the returned device. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however, the location of the missing section detected during our lab eval is unk. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.